Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage, on (B)(6) 2019. The patient's father reported a skin reaction a few days after the sensor was removed. The patient was evaluated at the hospital and treated with a seven-day course of flucloxacillin. Three days after the completion of the flucloxacillin, the patient experienced increased redness, swelling, hardening and sensitivity at the reaction site. The patient was re-evaluated using a 'metal detector' and an ultrasound; no retained wire was identified. The physician determined the patient had scar tissue caused by the skin reaction. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No additional patient or event information is available.